Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the transducer damage could not be determined, as not additional event information was reported or is available. The event may be prevented by following the instructions for use which state: ¿·do not bend the flexible part of the endoscope, the universal cord, or the ultrasound connection cable into small bends (diameter of 12 cm or less). Doing so may cause noise in the ultrasound image or damage it. ·do not bend the insertion part of the endoscope with a strong force. The insertion tube may be damaged. ·do not apply shock to the tip of the endoscope, especially to the ultrasonic probe or lens surface. It may cause abnormalities in ultrasound images and endoscopic images. ·do not hold the ultrasonic probe while holding the insertion tube. Doing so may damage the ultrasound probe and prevent normal ultrasound images from being drawn¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the ultrasonic probe of the evis lucera ultrasound gastrovideoscope was defective. The issue was found when preparing the scope for use in a therapeutic endoscopic ultrasound-guided fine needle aspiration. There was no delay and the procedure was completed using a similar device. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the acoustic lens was peeled and scratched. The report is being submitted due to the peeled lens found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the insulation resistance value did not meet the standard value due to peeling on the acoustic lens, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was detached and cracked, switch #1 was cut, the displayed ultrasound image was defective with missing elements due to damage on the ultrasonic probe, the paint on the air/water cylinder was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.